Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during ide supplement for a compassionate use case in the u.s. With the pipeline¿ flex embolization device with shield technology¿. It was reported that suboptimal wall apposition of the device after placement, in which extra steps were taken to introduce a guidewire and balloon to fully open the device. It was reported cta images showed that the more proximal pipeline device was sub optimally opened in the horizontal petrous segment of the left ica and showed suboptimal wall apposition. First, an asahi chikai black 018 microwire was advanced through the narrowed segment of the pipeline which improved its opening. Then the phenom plus intermediate catheter was then tracked over the chikai 18 through the narrowed segment further opening this segment. Then a hyperglide balloon was advanced through the phenom plus and balloon angioplasty was performed. The device snapped open and showed excellent wall apposition on follow up imaging. Dyna CT angiography was repeated. The patient was awakened from anesthesia in the angiography suite and extubated. There were no immediate complications. The patient was transported to the recovery area in stable condition.